Manufacturer narrative:
(B)(4).

Event description:
It was reported that a crc error was observed via remote transmission. The device was restored to nominal values twice after the same message was observed during interrogation with two different programmers, using inductive telemetry and rf telemetry with the wand. Device was explanted and replaced.

Manufacturer narrative:
No conclusion code available. The device was tested on the bench and rf communication was unable to be established. The cause was noted to be an anomalous rf component.